Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The device was returned and evaluated and the following checks were performed using the carry out pre-use inspection in chapter 5 of the instruction manual. But the phenomenon was not reproduced. Endoscope connection; no abnormality was found in the connection. Inspection of power-on; the power turned on. Inspection of observation monitor; confirm that the image is displayed. Inspection of the contents displayed on the endoscope screen; confirm that the screen is displayed. Inspection of endoscopic images; confirm that illumination light is emitted from the tip of the insertion section of the endoscope. Confirm that there is no abnormality in the image. Confirm that nbi is switched. Inspection of dimming function; automatic and manual inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The appearance was checked and no abnormality was found. The connection was made according to the instruction manual, and the error was not confirmed when the operation was performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, an error code e333 occurred on the visera elite ii video system center. The event was identified during the therapeutic laparoscopic partial nephrectomy. The customer reported the procedure was completed by continuing to use the same device while the error was displayed. There were no delays on treatment. There was no patient harm associated with the event. Related patient identifier: (B)(6).